Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had scope communication error (b30). The event occurred during setup. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone and informed the reported event. The customer did not know if the scopes were wet when initially plugged in. The customer was directed to wipe the scope contacts with an alcohol wipe and dry it with a lint free gauze. The customer was directed to dry out the clv-190 scope socket with canned air if wet scopes had been inserted and to make sure the clv-190 was turned off when connecting scopes. On follow-up the caller updated stating that the error has generated on both(only) towers at the facility. Error has generated on every scope at facility. Caller has verified that the scopes were not wet and hanging for over 24 hrs. Caller stated that the scopes have all been properly cleaned, properly connected as to not have the error generating from prior scope. Caller has confirmed connections have been properly connected. Caller has no other tower to troubleshoot with to verify any scope working. Variables as to generation of error were inconsistent. Offer to begin basic troubleshooting with last known working scope, tower cut off by request for facility visitation. Suggested to send clv-190 / 7309414 to olympus repair for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.